Event description:
It was reported that the patient¿s 1st system needed to be replaced. The patient was unsure if it was due to a fall or what, but the system had to be replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, serial# (B)(4) product type: lead. Product ID: 7495-25, serial# (B)(4), product type: extension. (B)(4).